Manufacturer narrative:
This is class 1 product. Results, and conclusions- the device was not returned to 3m for evaluation, however, MFR's info was reviewed. Therefore no evaluation or conclusion regarding the quality of the device may be made. Based on the info and picture provided by the initial reporter, we believe the reaction may be scalded skin syndrome which is caused by an organism on the skin. However, the pt was only diagnosed and treated for burn. In summary, based on the info reported, 3m was not provided enough info to draw a conclusion if other factor contributed to the event.

Event description:
According to the initial reporter, the pt got the cast on sept. 17, 2008. About a week after the short arm cast was applied, the pt complained of itching. The cast was removed three weeks after it was applied. The pt was diagnosed with first and second degree burn, and was treated with triple antibiotic ointment and then with steroid. There was mold between the padding and the cast but it was not cultured.